Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, raw and oozing irritation under the back therapy electrodes. It was reported that there was a bad odor due to the skin irritation. The patient was given a prescription for a steroid cream and a regular cream called ketoconazole. The patient only used the ketoconazole and the irritation had improved.